Event description:
It was reported that caller observed spiderweb cracks behind touchscreen that affected ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and warranty status, instructed customer to place pump into storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.